Manufacturer narrative:
Updated b5 updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that 9 days later, the valve was explanted and replaced with a valve of the same model and size. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the same day post implant of this 23mm aortic bioprosthetic valve, it was reported that a post-operative transthoracic echocardiogram discovered a left ventricular ejection fraction (lvef) of 60% and severe aortic regurgitation due to prolapse of the right coronary cusp. It was also reported that the central jet filled 100% of the left valve outflow tract (lvot). It was further noted that the bioprosthetic valve was correctly positioned, with no visible anatomic abnormalities. An intervention is scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed a small hole noted on one leaflet. A small tear observed in the bias cloth on the top of the right non-coronary stent post appears to have occurred during explant. Small needle holes in the sewing ring show placement of implantation sutures. All leaflets are in the closed position. All leaflets are slightly stiff but flexible. A small tear and/or abrasion in the belly of the left cusp appears to be due to contact with the bias cloth along the outflow rail. Three natural fenestrations (0.5mm x 0.3mm, 0.75mm x 0.25mm and 2.0mm x 0.5mm) are noted through the lunula of the left cusp. Note: all three fenestrations measured within specifications for a 23mm valve. (Length= >3mm; width= >1mm) all commissures are intact. No evidence of host tissue on the valve. Radiography shows no evidence of mineralization in the stent and/or remnant of host tissue. Radiography shows no evidence of fractures in the stent or stiffening ring. D9: updated. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.